Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead had high thresholds and the left ventricular (lv) lead "may have moved." Both leads remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.